Event description:
Caller reported a malfunction on pump with a malfunction code indicated as malf 0 ¿ 0x24d3. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, which resolved the issue without recurrence. Caller was instructed to contact technical support if the malfunction code recurs and acknowledged the instructions.